Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a volume discrepancy. The actual reservoir volume (35 ml) was greater than the expected reservoir volume (5.6 ml). The cause of the discrepancy was possibly due to a catheter occlusion. They checked logs, performed an x-ray and attempted to aspirate from the side port and was unsuccessful. The patient had increased spasticity. The pump was used to deliver lioresal (baclofen). The patient was referred to another healthcare professional (hcp) for further investigation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient's symptom was poor tone control over past few months. It was noted the volume discrepancy was due to a catheter issue with high residuals that were noted by the managing hcp. The patient was taken to the or (operating room) last week and a kink in the catheter was found that was just proximal to the anchor. The section was spliced/repaired. The patient recovered without permanent impairment.